Event description:
It was reported that the patient suffered from la flutter in 2007. The patient had an ablation procedure that was performed on seven months earlier. The ablation procedure was performed as part of the clinical study. The physician mentioned that the event was procedure related. The adverse event was managed by a cardioversion followed by a re-ablation procedure. The adverse event outcome was described as "moderate, transient impairment of a body function". The prognosis for the patient was described as "excellent".

Manufacturer narrative:
This complaint is related to another device.